Manufacturer narrative:
Bench service replaced the solenoid valves to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from bench repair on the v60 indicating while performing service, it was observed that there is a problem with the proximal sensor. It was determined that the sensor and solenoid valve require replacement. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.